Event description:
A caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.